Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The procedure was completed with a new suture cinch. There was no patient complications reported as a result of this event.